Event description:
The customer reported that a pump alarmed and the dilaudid syringe was found empty "a couple hours" after the infusion was initiated. The intended programming was for dilaudid 30mg in 30cc with a pca dose of 0.5mg, lockout 15 minutes, basal continuous dose of 1mg/h, one hour max limit of 3 mg, loading dose of 1mg and bolus dose of 0.5mg. The staff reported that they entered the program correctly and there was a second nurse double check but "it looks as if morphine and dilaudid concentrations were backwards". The clinical nurse manager stated that the concentration displayed was 0.2mg/ml instead of the intended 1mg/ml. During the customer's investigation of the event, they determined that the pc unit software version is 9.1 and the data set is from april 2010; the hospital upgraded to version 9.5 in march 2011 and the current data set should be from (B)(6) 2015. The discrepancy was noticed because the profile name in the older data set is "oncology" and it did contain an entry for 0.2mg/ml whereas the current profile name is "hematology oncology" and it no longer contains that concentration. Reportedly the patient was not harmed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of a pca over infusion was confirmed via log analysis. The pcu event log indicated the pca programming for an infusion of dilaudid (hydromorphone) was performed from the guardrails drug library with the concentration of 6mg/30ml (0.2mg/ml) selected and not the reported intended concentration of 30mg/30cc (30mg/30ml). The selected concentration caused the dosing to be 5 times greater than intended. Accuracy testing on the pca was performed with no issues noted and the device performing within specification. No device malfunction is believed to have occurred. The investigation confirmed the pcu had software version 9.1.14.10. The field report noted that the pcu was not found when the implementation team was on-site performing the software upgrade to version 9.5. It is the customer¿s responsibility to complete the software upgrade on the devices that were not located at the time of the upgrade activity. The log review noted there were no recorded indications of wireless communication with a server. The alaris system has the capability, when it is configured to upload newly released versions of data sets wirelessly. The new data set will then become active in the pcu when new patient is selected. The root cause for the pca over infusion is being attributed to the wrong concentration selected for the hydromorphone pca infusion.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.